Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial leads exhibited noise after the patient had a mastectomy. Low atrial pacing lead impedance was also noted. The leads were capped and replaced on (B)(6) 2019. The patient was stable before and after the procedure.